Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the c-34 issue reported by the customer and resolved it by replacing the erbe unit. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs. Visual inspection revealed that the unit is in good cosmetic condition. During testing on the system, the erbe displayed error c-34 at startup. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the erbe.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the erbe had error c-34. Technical support engineer (tse) recommended site reseat bipolar cable, swap bipolar port and power cycle erbe, caller state have tried but error c-34 persist. Site had to use spare iesu. The procedure was completed with no reported injury.